Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors tip cover accessory be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
On (B)(6) 2024, intuitive surgical, inc. (Isi) received user facility report(B)(4) stating: patient was undergoing a robotic assisted subxiphoid hernia repair. The surgeon reported that the monopolar scissors was not working, and they needed a new one. A new robotic arm with the disposable scissor tip was brought to the operating room and prepped. The scrub tech noticed right away when they removed the outer safety package that the tip was not aligned correctly, there was a 2-3mm gap of exposed cautery that could have burned the patient internally. Surgeon was notified of issue and offered a new arm and new disposable tip; they declined and verified the case could be completed without it but was disappointed with the quality of davinci's monopolar scissors tips because lately there was several that do not work properly. The procedure was completed.